Manufacturer narrative:
Additional information: d4, h4, h6, h11. H11: the actual device was not available; however, retained samples were evaluated. A review of retention samples confirmed that the units met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed.

Event description:
It was reported that an external blood leak was observed from a y connector s 660 line accessory during hemodialysis therapy. A microfoam alarm was triggered after (2) hours and (5) minutes of treatment. The volume of blood loss was unknown. The connector was replaced to continue therapy. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.